Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after removing cartridge, tubing, and sensor for a shower and starting a new cartridge and tubing, approximately 90 units were required before drops appeared during fill, followed by elevated blood glucose up to 300 mg/dl and observation of insulin pooling at the cartridge base consistent with a cartridge leak; the customer changed the infusion set and supplies and glucose began to trend down without alarms. Symptoms included hyperglycemia without additional clinical symptoms. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy, with glucose stabilizing after supply change. Investigation included troubleshooting and education, review of device performance, and follow-up monitoring of glucose trends. Investigation of this case revealed a suspected cartridge leakage leading to underdelivery, with no occlusion alerts, no bent cannula reported, and resolution after changing the infusion set and supplies. It was concluded, based on previously established findings for similar reports, that the cause was a leak at the cartridge-tubing interface resulting in reduced insulin delivery.